Event description:
The hosp rep reported the pump to change flow rates during an infusion. The initial flow rate of 150ml/hr was reported to have changed to 50ml/hr. No pt injury or need for medical intervention has been reported. Although attempts were made by baxter customer service to obtain add'l info from the reporting facility, details were not available regarding pt status, age of pt, set up of pump, or medication involved. No add'l contacts were provided.